Manufacturer narrative:
Based on the claim against the maryland bipolar forceps (mbf) instrument by the customer noting instrument coagulation was not working, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mbf instrument was analyzed and found to fail to deliver energy effectively. The instrument delivered intermittent energy on multiple attempts. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. Visual inspection displayed no signs of conductor wire damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument delivered intermittent energy on several attempts with signs of potential arcing and thermal damage on the grip. The complaint regarding instrument coagulation not working was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not reported by site that are related to the reported issue were also identified: the mbf instrument was found to have charring and localized melting at the grip base between the grips. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument passed the electrical continuity test. The instrument was found to have thermal damage to the grips. After completing initial testing, there were additional signs of thermal damage to the grips of the instrument. The instrument passed the electrical continuity test. The instrument delivered intermittent energy with signs of potential arcing which caused the thermal damage. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is reportable malfunction event due to the following: failure analysis found the evidence of thermal damage between grips of the instrument bipolar yaw pulley that has a potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. PMA/510(k) and adverse event are not applicable.

Event description:
It was reported that during a da vinci-assisted donor hepatectomy surgical procedure, the maryland bipolar forceps instrument coagulation was not working. The procedure was completed using a backup maryland bipolar forceps with no reported injury. An intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Advance failure analysis investigation did not confirm the initial findings. The maryland bipolar forceps instrument was placed on an in-house system and energy delivery was tested at a higher power level at various grip orientations and was successful each time. The instrument was then removed from the system and continuity was tested. Continuity passed at all various grip orientations. The previously observed intermittent energy was unable to be replicated and therefore the root cause is not determinable. There was no problem detected. The instrument was confirmed to have thermal damage on the grips and to the bipolar yaw pulley at the base of the grips. The root cause of the failures is attributed to mishandling/misuse.

Event description:
Refer to h10/h11 for follow-up information.